Event description:
There was an allegation of questionable alp2 alkaline phosphatase acc. To ifcc gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial alp2 result was 337 u/l. The repeat result was 182 u/l. The sample was repeated again on another analyzer and the result was 190 u/l. The initial result was not reported outside of the laboratory. The reagent lot number is 654864 and the expiration date is 31-may-2023.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, we could rule out a general reagent issue. The investigation is ongoing.

Manufacturer narrative:
The issue was resolved by changing the reagent and recalibrating the assay. The investigation did not identify a product problem.